Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e315 error message was displayed due to the electrical connector immersion and rust. Also, evaluation found that poor sealing of the venting valve caused liquid to enter the light guide connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was water had invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.